Event description:
Additional information received indicated that the complete heart block first occurred with the use of the second delivery catheter system (dcs) and valve.

Manufacturer narrative:
D10. This is a system report; section d information references the main component of the system and was in use with the following device which cannot be excluded as a contributing factor to the adverse events: medtronic product brand name: evolut fx dcs; product ID: d-evolutfx-2329; (lot: unknown); manufactured date: 0012728270; use by date: unknown; UDI: (B)(4); implant date: na; explant date: na updated data: b5, d10, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the complete heart block was resolved with sequelae.

Manufacturer narrative:
D. This is a system report; section d information references the main component of the system and was in use with the following device which cannot be excluded as a contributing factor to the adverse events: medtronic product brand name: evolut fx dcs; product ID: d-evolutfx-2329; (lot: unknown); manufactured date: unknown; use by date: unknown; UDI: unknown; FDA site ID: dcs: 9612164; non-implantable medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure this 26-millimeter (mm) transcatheter aortic bioprosthetic valve was partially deployed to 80%. At that point the physician determined the valve was too small for the patient¿s anatomy and that there was also a lack of calcification. As result, the valve was recaptured and the system was removed. A new system with an upsized 29 mm transcatheter aortic bioprosthetic valve was loaded and was successfully implanted without issue. The valve was implanted with excellent results with no adverse effects reported. Additional information was received to report during the procedure, deployment process, the patient went into complete heart block with a slow junctional escape rhythm which required backup pacing. A permanent pacemaker was implanted the same day.